Event description:
It was reported that the user¿s abbott freestyle libre 3 plus sensor was paired to the libre app on a phone rather than the ilet ecosystem, resulting in glucose values appearing on the phone but not populating on the ilet for automated dosing. Symptoms included no adverse clinical effects or glycemic symptoms. Outcomes included no impact to health and no hospitalization. Investigation included troubleshooting and user education regarding device pairing limitations and proper setup to ensure cgm data flow into the ilet. Investigation of this case revealed that the sensor was in use by another device and that the libre system supports pairing to only one device at a time, which prevented data transmission to the ilet. It was concluded that the event was attributable to user setup with the sensor paired to the non-ilet application rather than a device or product malfunction.